Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported to have occurred ¿a week ago¿. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked during infusion with an unspecified vasoactive medication. The reporter stated this has occurred since they had begun using alcohol-impregnated caps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.